Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing a burning sensation and pain. The caller also indicated that the patient had a round spot next to the incision which is sore, itches, and gets "blood red." The patient reported that it hurts to the point where they cannot touch the area. When the patient puts on their clothes they almost cry because it hurts. When the patient walks the it burns and hurts so that the patient "has to walk like a turtle." The caller indicated that the pain is located in the right buttocks and the patient had been told they would not feel it, but they do. The caller indicated that for months they "haven't felt a pulsate" and that it "feels like fire there can't sit, stand, walk without being in pain." The caller reported that the patient had surgery so stimulation was turned off and turned back on after the surgery. After turning stimulation back on all of a sudden the patient was having pain. The caller also reported that the patient started to have accidents again and instead of urinating every 5-6 hours the patient is now going every 2 hours and has to push to get the rest of it out. The reported issues were reported to have started 2-3 months . Patient status is unknown at the time of this report. There were no further complication reported or anticipated.